Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vaulting. The patient experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. A repeat yag pi was performed but the problem was not resolved and the icl was explanted. The surgeon felt the cause of the event was due to "floppy iris syndrome". Patient's bcva was 20/20.

Manufacturer narrative:
(B)(4) - intraocular pressure rise, size incorrect for patient. Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Medical review - review of this file indicates that after implantation of the icl, the patient experienced increased iop, angle closure and shallowing of the acd. The vault was 1.5 corneal thickness and angle was initially opened 3 days post-op. Repeat yag pi was performed which did not resolve the problem and icl was consequently explanted. Surgeon believes that the cause of this event was due to patient's floppy iris syndrome. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event has been determined to be due to patient condition. (B)(4).